Event description:
Pt's father reported his daughter had low bg was throwing up. He stated she also has the flu. Pt's bg was between 43 to 57 mg/dl. She tried drinking milk but could not keep it down. Father stated the "pod had been functioning properly all day." Father spoke with csm on the phone who advised him to call 911 and have them (paramedics) administer glucagon. The paramedics "did not administer glucagon, but used an alternative method to get her bgs up." It took "about 2 hours" to get her bg from 43 mg/dl to 80 mg/dl. Father stated daughter with her mother and he has not heard from her which must mean she's doing a little better. Pod is not expected to be returned.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to assess product condition to determine if any malfunction occurred that may have caused or contributed to the pt's condition. The omnipod's user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia)." The guide advises to treat hypoglycemia as follows: check bg every 15 minutes while treating, to avoid overtreating; eat or drink 15 grams of fast-acting carbohydrates; check bg again in 15 minutes. These steps should be repeated until bg is within target range. Users are advised to contact their hcp for guidance, as needed. To avoid hypoglycemia, the user guide advises to check bgs frequently. The user guide warns, "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." Lot qualification records could not be reviewed since no lot number was provided.